Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot # p5b0928) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a liver resection, when the surgeon was resecting the very sclerotic liver, the first reload was slipping off the tissue when placed in the jaws, and the surgeon only managed to partially staple the parenchyma. The surgeon tried to use a second reload; however, it did not close on the sclerotic liver. The surgeon decided to not staple it and used a ultrasonic aspirator to resect. There was no patient injury.